Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right breast implant saline mentor siltex contour moderate profile 425cc, lot number: 177681, catalog number: 3542914. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor siltex contour moderate profile 425cc saline breast implants which the left side deflated after implantation. As a result, the patient underwent bilateral removal and replacement with implants as follow: left: catalog number: 350-4001bc, serial number: (B)(4), right: catalog number: 350-4001bc, serial number: (B)(4)on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. White material was observed on the shell surface. During examination, product evaluation team observed a rent measuring approximately 0.7 cm next to a siltex cracking area, on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence indicates that the result relates to manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On 04/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).